Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recn0351 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter withdrawal was performed on (B)(6) 2019. While the procedure went smoothly initially, fracture occurred when the last around 2cm was being removed. Around 3mm of the tip (front end of valve) was left in the patient's blood vessel. Radiograph check showed that the left part was surrounded and fixed by thrombus in the basilic vein of the upper arm.